Event description:
It was reported that the insulin pump experienced an audio alarm with no message written on the display window. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No audio anomaly was noted and all messages were shown on the display during the self test. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.